Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 17-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported complication during insertion. Placement on one side only; she has only one fallopian tube. Six months after insertion, consumer started to experience events (not specified which of the events). She experienced pelvis pain, itching skin, hips pain, lower back pain, neck pain, breasts pain, loss of libido, insomnia, memory loss, concentration problems, brain fog, hair problems, and excessive sweating. Consumer contacted a doctor. MRI and blood test were performed and nothing was found. Consumer was planning to remove essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvis pain. She was planning to remove essure. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, consumer started having pelvic pain after essure insertion. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvis pain. She was planning to remove essure. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, consumer started having pelvic pain after essure insertion. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.